Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7116412.

Event description:
It was reported that during a trial procedure, the patient experienced procedural nerve pain in right foot. It was believed that when trying to pass the trial lead, the physician may have rubbed it on the conus. The patient was given steroids postoperatively and is currently doing better.